Event description:
It was reported at follow up, externalized conductors were observed via fluoroscopy. Noise and low impedance were noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.